Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a review of this system's stored episodes identified an untreated event and noise. The patient was brought into the clinic for evaluation and strips showed very large non-physiologic noise on the primary vector. A boston scientific technical services consultant discussed the clinical observations with the caller. An xray was performed and it could not be confirmed if the terminal pin was fully inserted beyond the connector block. The system was programmed to secondary vector and will discuss the issues with the physician. No adverse patient effects were reported.